Event description:
The customer reported that on 11/14/97 vasoseal was used following a diagnostic catheterization procedure. Three days later the pt experienced some discomfort at the cath site. Four days later the pt presented with a hard, red, indurated groin site. An I&d was done. Cultures were positive for staph aureus. Pt was given antibiotics.